Event description:
Customer reported that the ECG unit had smoked.

Manufacturer narrative:
A replacement power supply board was sent to the customer and the original board was returned for evaluation. The problem occurred due to a component failure on the board.